Event description:
It was reported that a one-link catheter extension set had caused clotting in an unknown catheter, during infusion. As a result of this event, it was reported that the patient's setup had to be changed. The customer used an unknown 10 ml saline syringe in order to flush the line. There was patient involvement, however there was no report of adverse event in association with this event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.